Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) developed a hematoma. A pocket evacuation was performed. The device remains in service. No additional adverse patient effects were reported.